Event description:
It was reported that during a pulsed field ablation procedure, after left superior pulmonary vein (lspv) isolation no spasm was obse rved. However, a spasm was noted on the anterior side of the lspv following the creation of the roof line. The anterior side of the lspv was also energized. The spasm was observed in the left lateral atrial artery. A vasodilatory medication was administered but the spasm did not improve after a few minutes. The spasm improved after the creation of the bottom line. Post-operatively there was an increase in hemolysis markers. The patient was discharged on the third day after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.